Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope/ near syncope. High thresholds were noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.